Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the ¿rewind step was slow.¿ no additional information was available. If further information becomes available, a follow-up report will be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a motor rewind issue.